Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with vague symptoms of lightheadness and nausea. Upon review, it was noted that the right ventricular lead exhibited high capture thresholds, varying high voltage impedance, and decreased r waves and the right atrial lead exhibited noise. A chest x-ray was performed, and it was noted that the right ventricular lead dislodged and lost slack. The lead was explanted and replaced. During the procedure, it was discovered that the right atrial lead had heme underneath the insulation. The lead was also explanted and replaced. The patient was in recovering condition.